Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to bootup. A review of the system log files confirmed the reported issue. Upon functional testing, the rse found that the review module's light was flashing. The customer tried to reboot the system multiple times, but it didn't help. The rse suspects that the issue was with the suite pc. Upon onsite testing, the fse observed leds on the suite pc and determined that the suite pc or ssd on the suite pc was defective. To resolve the issue, the fse replaced suite pc, but software reload in both the x-ray pc and the suite pc was failed. Upon reboot, the x-ray pc loses communication. The fse identified that the cause of the problem was x-ray pc disk drive 1 not registering the os drive. To resolve the issue, the fse replaced the x-ray pc and loaded a backup. The part analysis for both the defective parts suite pc and x-ray pc were performed but it didn¿t conclusively determine any failure however, replacement of the suite pc and the x-ray pc and reloading of necessary software by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system failed to bootup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the suite pc and the x-ray pc which returned the device to use in good working order.